Event description:
It was reported there was corrosion present on both internal printed circuit boards. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) and display were corroded. It was also noted that the upper and lower cases were contaminated, corroded and broken, one knob was broken, the side bail covers and ring cover were broken, the battery contacts were compressed, the battery drawer and heart lead flex were contaminated, and the keyboard was scratched. (B)(4).